Event description:
It was reported that the patient's tracheostomy tube cuff was not holding up pressure. The cuff pressure was checked and found to be lower than the recommended pressure level. The cuff was re-inflated and a new cuff pressure manometer was brought from the ICU and the cuff was re-checked after an hour and the cuff pressure was low (below 20cmh20) and an urgent tracheostomy change was performed. Adverse patient effects are unknown.

Manufacturer narrative:
D4: lot number, expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the sample to be in good condition. Inflation testing was repeated. It was confirmed that after 12 hours the cuff was still fully inflated. Based on the results of testing, the reported failure mode was not observed or confirmed. No trend of similar customer complaints was identified. No lot number was provided, therefore no device history report review could be performed. No actions taken as the complaint was not confirmed.